Event description:
It was reported that a catheter revision was scheduled to take place on (B)(6) 2014 due to catheter kink. The reporter was unsure when the catheter kink was identified. The reporter stated they may perform a roller study. The reporter was unaware of any patient symptoms. The device system delivered hydromorphone, bupivacaine and two other unknown medications. It was later reported that it was determined that the catheter was fine. However, the pump was replaced ¿just so the patient wouldn¿t have to go back for another surgery.¿ the reporter noted that the pump was changed from a 40ml pump to a 20ml pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).